Manufacturer narrative:
There are no further details available on the nature of the patient's deep joint infection nor what strain of infection was present. Currently, the literature suggests that about 0.7% of knee or hip arthroplasty cases result in a post-operative deep "periprosthetic" joint infection. Some literature suggests that the rate of occurrence specifically for knee arthroplasty may be higher, around 1.1%. The most common strains of infection are clustered gram-positive cocci and 27% of periprosthetic deep joint infections are diagnosed within 30 days after the original surgical procedure. The following factors have been found to be the highest contributors and predictors of periprosthetic joint infection following primary joint arthroplasty: higher asa score (>2), morbid obesity, simultaneous bilateral surgery, tka (compared to other primary arthroplasty procedures), transfusion of allogenic blood units, postoperative atrial fibrillation, myocardial infarction, urinary tract infection, and longer than 5 days of hospitalization. Information surrounding this specific patient and procedure was unavailable regarding the predictors for infection so it is undetermined whether one of these predictors played a role in this particular case. If occurred and treated early, periprosthetic joint infections generally do not cause any long term effects to the primary arthroplasty procedure. No further adverse events have been reported for this patient.

Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2013 in (B)(6). On the date of event, the patient was admitted to a hospital in (B)(6), with a deep infection of the joint. The patient underwent an arthroscopic procedure to have the joint washed out on (B)(6) 2013. A swap of the tibial insert was subsequently performed.